Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called and stated that last night during drain 1 of 5 he noticed there was fluid coming from inside the cassette door. The patient canceled treatment on the cycler and completed his treatment doing manuals. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy when the issue occurred. Per pdrn the patient was not requested to come into the clinic as a result of the reported fluid observed and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment. Per pdrn the sample was discarded and was no longer available for evaluation.